Event description:
Equashield ez spike adaptor malfunction. Patient ambulating in hallway with chemotherapy running at about 1 hour and 20 minutes left to finish and no leaking present. Patient then noticed something was leaking with one hour left. Upon inspection, chemotherapy was leaking from chamber where bag is spiked. Reference report: mw5150982.